Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction via pump. The insertion site was abdomen. No further information available.